Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter would not turn on. This complaint was classified based on customer service representative (csr) documentation and a review of the call by medical surveillance, since the patient was unable to be reached by phone for additional information. The patient advised the csr that on the morning of (B)(6) 2018, she was unable to obtain a blood glucose reading because her ultra 2 meter would not power on. The patient stated that she manages her diabetes with a combination of oral medication (metformin; 50 mg twice per day and januvia; unspecified dosage). The patient explained that she ate more food in response to the alleged product issue and advised the csr that she developed symptoms of ¿sweating, nauseated and feeling weak¿ after the alleged product issue began. The patient denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. Upon review of the initial call, the patient also stated that she obtained a blood glucose reading of ¿282 mg/dl¿ on the subject meter. Additionally, the patient mentioned that she had attended the dentist on (B)(6) 2018 and ¿had to have needles in her mouth¿ and that she felt this could have contributed towards the symptoms she developed. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. It was noted by the csr that the patient was using the correct test strips during testing. Following education/training from the csr, the patient was able to turn the meter on with a test strip, per owner¿s manual. However, the meter would not turn on when the power button was pressed and the alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.